Event description:
It was reported by the medical examiner that the patient died with cause of death being consistent with primary cardiac arrhythmia due to idiopathic myocarditis with patchy myocardial fibrosis. Follow up with the medical examiner revealed the patient had been dead for some time before found. When asked if he thought the device caused the patient death, he reported "probably not." He further reported the device was not interrogated, and there was no indication of lead or device failure that warranted further investigation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Our records indicate the patient expired more than one year ago. We have no information to suggest the death was device related. Evaluation summary: no anomalies found. Proximal segment returned and analyzed. No anomalies found.